Manufacturer narrative:
The alert date for this complaint was initial on (B)(6) 2016; however, the complaint met criteria for MDR reporting on (B)(6) 2016 when the analysis was completed. UDI: (B)(4). Conclusion: the device was returned for analysis. Very limited information was received. The stretch resistant cerecyte with the ball tip has been severed and not returned. The unidentified microcatheter and the rotating hemostatic valve (rhv) were not returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was improperly handled for returned packaging or was further manipulated and/or inspected post-procedurally. The coil was advanced out of the distal tip of the introducer sheath with no problems. The coil has compression damage causing a loss of the secondary winding to the proximal section of the coil. The stretch resistant cerecyte with the ball tip has been severed and not returned. The locking mechanism has compression and stretching damage. The damage coil was deemed acceptable for introduction and advancement testing as the column strength was still intact. Using an in-house compatible 10 series microcatheter, the returned coil was introduced multiple times with no resistance encountered. The coil was then advanced through and out the distal tip of the microcatheter multiple times with no problems encountered. No manufacturing defects were found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The complaint of the coil unable to be advanced into the rhv could not be confirmed. It was not possible to determine if the coil damage occurred during the procedure or during post-procedure handling. The returned coil was advanced into the rhv and microcatheter with no problems encountered, and without the return of the unknown microcatheter, the rh, and the severed suture used in the procedure, the root cause of the coil advancement difficulty into the rhv cannot be determined. It was not possible to determine if the coil damage occurred during the procedure or during post-procedure handling; however, the evidence as received highly suggests that the contributing factor to the coils advancement difficulty into the rhv may have occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism caught the inside of the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also caught the v notches extended edges. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which severed the stretch resistant suture along with the ball tip and caused coil compression which resulted in a loss of the secondary winding on the proximal section. In this condition advancing the coil into the rhv will encounter severe resistance. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degrees angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger.¿ caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ in addition, without the identification or the return of the unknown microcatheter, the rhv and the severed stretch resistant suture used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. There was no evidence to suggest the event was related to a manufacturing issue; therefore, no corrective actions will be taken at this time. This is an initial/final MDR report.

Event description:
As reported by a healthcare professional, a micrusphere coil (csp10020030/g16228) didn't advance into the rhv. There were no potential adverse events. Upon return for the device for analysis, the coil was found to be separated and compressed. Several attempts to obtain additional information, including if the coil damage occurred during the procedure or during post-procedural handling, but no additional information could be obtained.